Event description:
It was reported that the ventilator's front screen was inactive. It is unknown if the ventilator was connected to a patient when the reported problem occurred.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed the touch screen calibration test. The ventilator also passed an extended test run using the customer¿s ventilator settings and passed the initial alarm volume test. During the initial final test, the ventilator had a non-conformance with the patient outlet port leak test. A visual inspection revealed that the expiratory port receiver was damaged but is unrelated to the reported problem. This MDR is being filed beyond the required 30 day reporting criteria.